Event description:
It was reported that during a laparoscopic cholecystectomy and endopouch pro46 was used. It was reported the support arm broke off the instrument and fell into the pt. The support arm was removed from the pt and there were no pt consequences reported. The product was discarded.